Manufacturer narrative:
The field service engineer (fse) confirmed wash valve errors and noted the wash buffer was empty with low supply indicators. The fse also noted dried material under the instrument and observed a small fluid leak from the connector to the fluidics tray. The fse observed the wash buffer was not delivered to the unit and the wash valve stator rubber washer was missing. The fse tightened and reseated the connector to the substrate and reconnected the wash buffer connector at the fluidics tray. The fse removed and cleaned the wash valve stator rotor and ceramic valve then installed the rubber washer. The fse performed volume-dispense verification with good results. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The fse successfully completed high sensitivity system check, calibration, and quality control (qc). Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported wash pump/valve motion system errors and no value, ind (indeterminate) flagged b-type natriuretic peptide (bnp) results, for two patients, involving the access® 2 immunoassay system. The customer noted system check failed with highly elevated washed and unwashed coefficient of variation (cvs). Level 1 quality control (qc) obtained an ind flagged result and level 3 qc failed with highly elevated result. Upon further system inspection with beckman coulter customer technical support (cts), the customer noted the wash buffer reservoir was completely empty and there were no low-supply indicators on the user interface. The customer also noted dried material underneath the instrument. The customer performed system reboot, replenished the wash buffer, and repeated system check two times; system check failed both times with elevated washed and unwashed cvs. The patients' results were not released from the laboratory. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.